Manufacturer narrative:
Customer's maintenance examined the cot and found it to be performing to specification. Slippery winter conditions caused event.

Event description:
It was reported via a user facility medwatch report that a cot tipped when being transported on uneven and icy surface. The pt onboard reportedly stated the only injury was pain to right elbow. The pt refused treatment or eval.